Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, in the patients right eye (od) on (B)(6) 2019. The reporter indicated the lens had a high vault and bowed forward iris. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Additional data: b5: the reporter indicated no explantation is planned for now and the patient is happy. Claim # (B)(4).